Event description:
It was reported that the patient experienced muscle stimulation in the chest when lying down. It appeared that the patient was going in and out of atrial flutter. Atrial sensing was 1 mv and impedance 340 ohms. The patient underwent an atrial lead revision on (B)(6) 2011 and at that time sensing was 3.4 mv and impedance 660 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.